Event description:
This lead was capped and replaced due to dislodgement. The physician was going to reposition the lead but it looked bent and the physician was unable to get acceptable thresholds. There were no adverse patient events reported. Should additional information be received, this file will be updated.